Manufacturer narrative:
Result - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - the root cause of this event could not be determined as no additional information was provided.

Event description:
On (B)(6) 2008, this patient was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2010, an additional procedure was performed whereby an aortic extender component was implanted.